Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a review of the pump history showed multiple low battery alarms were recorded. Evaluation revealed no evidence of moisture contamination in the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power losses were observed during investigation. The pump¿s current draws were found to be within the required specifications. The pump case was removed and no evidence of contamination was found inside the pump. Evaluation revealed that there was no evidence of intermittent contact found to the battery terminal contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the thread area to the case seal. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The short battery life issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. The reporter alleged that the pump battery life was very short, only lasting about two to three weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.